Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse and sui. It was reported that following insertion the patient experienced severe pain, infections, recurrent urinary problems, and mesh erosion. It was reported that patient underwent mesh trim on (B)(6) 2006 due to erosion. It was also reported that patient underwent mesh removal at an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with anterior and posterior repair. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2010, along with sacrospinous ligament fixation due to mesh erosion.